Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that a washout and debridement was performed with a partial hip revision due to oozing on the right side of the hip wound. The liner and femoral head were exchanged during the surgery.